Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
A visual analysis of the returned device identified: white particles in the shell, yellow particles on the shell, partial delamination of the valve, and crease flat. Leak test and microscopic analysis was performed which identified: partial delamination of the valve and air pockets were observed within the valve to shell bond area, it is out of specification per (B)(4), was identified which is characterized as a workmanship. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination of the valve assessed as adhesive failure and air pockets within the valve to shell bond area which is characterized as a workmanship.